Event description:
It was reported that the customer had a threshold suspend alarm on the insulin pump. Customer's threshold suspend was at 59 mg/dl. Customer's blood glucose level was 169 mg/dl. Customer stated that this occurred yesterday and she changed the sensor. Customer's sensor glucose reading was 56 mg/dl. Customer was calibrating outside her sensor glucose limits of 80-210 mg/dl. Customer also calibrated multiple times within the same hour. Customer was explained the proper calibration technique. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.